Event description:
Reports 180 suspected false positive results over time. Results unconfirmed. Mix of symptomatic and asymptomatic patients. Noapparent adverse event. Report 73 of 180

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: taiwan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.